Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that malfunction alarm (alarm 9) occurred and pump touchscreen response was delayed. There was no reported impact to customer's blood glucose. Contact declined to provide further information and declined tandem technical support's offer to troubleshoot.